Event description:
It was reported that right atrial (ra) lead exhibited high thresholds and high impedance. The physician believed that the lead was not fully seated in the implantable cardioverter defibrillator (ICD) header. The ICD had reached recommended replacement time (rrt). The ICD was replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.